Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with post-paced t-wave oversensing on their implantable cardioverter defibrillator. The device was reprogrammed. The patient was stable.